Event description:
Adverse event: soft eye. Malfunction: system switched out. The nurse reported a system message displayed during injection of the silicone oil. The nurse attempted to clear the system message and was unsuccessful. The pt's eye went soft. The nurse switched to a back up system and the case was completed. Additional info received from the nurse stated the event occurred towards the end of the case. The surgeon was able to complete the case. The nurse stated no pt injury occurred.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The company service rep replaced a cable for diagnostic purposes. The cable was disposed of. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. (B) (4). (B) (4).